Manufacturer narrative:
Patient weight provision.

Manufacturer narrative:
Patient weight has not provided by the site. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure, the tip broke off of their legacy g4 standard screwdriver. The procedure was completed with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number and manufacture date are provided.